Event description:
It was reported pt experienced withdrawal. It was noted pt had been in withdrawal for 3 days. Pt stated she was so sick she could not leave the house. The pt's pump was not scheduled to run out for another year. Pt noted this had happened in the past for a variety of reasons. Pt stated a catheter kink and scar tissue in the catheter occurred in the past. Pt did not know why she was going through withdrawal this time. Pt was redirected to emergency room if she felt she needed to be seen sooner than her scheduled appointment. At the time of this event, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).